Manufacturer narrative:
(B)(4). The ge service rep replaced the monitor on the system. The unit is working as intended.

Event description:
The customer reported that the system the image on the left monitor went black. No pt injury was reported.